Event description:
It was reported the patient had an infection at the neck incision site after implant surgery. The surgeon prescribed antibiotics which reportedly resolved the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.